Event description:
During preventative maintenance, it was reported by the intuitive surgical, inc. (Isi) technical field specialist that the patient side manipulator (psm) 2 failed the slowsweep test. This failure was found during preventative maintenance and had no patient involvement, however if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc (isi) for evaluation. Failure analysis investigation found the psm failed the slow sweep friction test. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. This complaint is being reported due to the psm arm failing the slow sweep friction test.